Manufacturer narrative:
A data review for handpiece serial number (B)(6) was performed on 05/30/2025 the review indicates the systems is operating as intended and there were no device malfunctions that contributed to this event.

Event description:
Patient with underarm burns, patient encountered burn and skin peeled during treatment of right axilla. Physician used mebo ointment on the burned skin. Physician stated that they applied the ky gel as per the protocol. However, they put some more pressure on the arm during energy delivery.